Manufacturer narrative:
Method - a review of mfg. Lot database for lot # 2472713 (manufacturing. Date 03/01/2012) shows (B)(4) units were manufactured, tested, inspected, and released. There were no exception documents generated during the lot build cycle. A review of the complaint database for this list/ lot number recorded no additional reports. Conclusion - the involved 46087-04 four station cath lab kits were not returned for analysis and investigation. Based on this medsun report, the origin of the particulate matter was from the contrast media bottle stopper. There is little information regarding when the set-up was prepared, or information indicating the 46087-04 spike/ material surface was defective. Cause of the event remains unknown.

Event description:
FDA/ medsun report received concerning particulate issues with use of bracco diagnostics isovue 370 contrast medium bottles and 46087-04 cath lab kits spike component. The report states "while spiking the contrast medium bottle for injection during a cardiac catheterization, a piece of the (contrast medium) bottle stopper membrane ended up floating in the contrast fluid. This problem was noted to have occurred five times in a couple of weeks." There were no reported adverse consequences. Follow up confirmed the involved ICU medical mfg. 46087-04 devices associated with this report were not returned for investigation. The medsun additional information does indicate a (B)(4) 2012 return of the contrast media bottles/ particulate to bracco diagnostics. It is unknown if the cath lab kit devices were included in that return.